Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the foot control device base plate housing was broken off. This issue is consistent with mishandling by dropping or hitting the device against something breaking the base plate of the housing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the foot control device housing base plate was broken off and the wires between the plate and housing were exposed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.